Manufacturer narrative:
The manufacturer previously reported a trilogy evo display screen was red and the touchscreen was not functioning. There was no harm or injury reported. The device was evaluated by a third-party service center and a ventilator inoperative alarm condition was observed. The device's machine flow sensor and system board were replaced to address the issue. Additionally, the inline proximal filter was replaced due to dirt contamination. The air foam inlet filter was replaced per preventive maintenance procedures. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a trilogy evo display screen was red and the touchscreen was not functioning. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center investigation is complete.